Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the touchscreen was intermittently unresponsive. Customer states that the "0" on the keypad does not respond. Customer had not tested blood glucose (bg) level at the time of the report. There was no reported impact to bg level. The customer reported that the pump would continue to be used for insulin therapy.